Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure, the case was performed with normal protocol, there was no break on the device but when the needle was checked, its insulation part was scratched. The procedure was completed with another device. There was no patient injury.